Event description:
The ge oec 9800 fluoroscopy system did not boot-up correctly, and had to be recycled to power up. The system also displayed a temperature sensor error.

Manufacturer narrative:
A ge oec service representative investigated the issue and the thermistor wire needed to be repaired. The repair was made and tested. The system was released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.